Manufacturer narrative:
The electrode lot numbers and expiration date were not provided. It was noted that the customer was using expired electrodes. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. The sample was repeated on another analyzer. The initial sodium result was 134.7 mmol/l with a data flag and the repeat result was 144.9 mmol/l with a data flag.

Manufacturer narrative:
The field service engineer cleaned the ise system, changed the electrodes, and performed a reagent purge and ise checks. Calibrations and quality controls were satisfactory. The investigation did not identify a product problem. The cause of the event was related to the use of expired electrodes.